Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgment, the implant depth on the ncc was -6 mm, and the implant depth on the lcc was -6 mm. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the patient's calcified and tortuous anatomy caused the valve to dislodge. It was noted that a 2 hour procedural delay occurred as a result of the dislodge. Additional information was received indicating that the valve was deployed at bottom of pigtail and dislodged in the aortic direction. A non-medtronic guidewire was used.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012678287); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgment, the implant depth on the ncc was -6 mm, and the implant depth on the lcc was -6 mm. Subsequently, a second transcatheter valve was implanted valve-in-valve. Per the physician, the patient's calcified and tortuous anatomy caused the valve to dislodge. It was noted that a 2 hour procedural delay occurred as a result of the dislodge.